Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Through investigation it was determined that this event was due to a use error. There was no allegation of device malfunction; however, this type of use error did cause or would likely cause or contribute to a serious injury or death. In this case, the patient was reported was reported to have recovered. The device was not returned for evaluation, as it remained implanted. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information is received, a supplemental report will be submitted.

Event description:
Edwards received information that foil pouch of this 21mm aortic valve was opened on the sterile field due to user error. The scrub nurse took the device from the foil pouch, and they noticed that after knotting the valve to the patient. After that, operation gowns, surgical gloves, and the other surgical instruments were changed, and the patient chest was closed. The patient status was reported as ¿recovered¿. The device was not returned for evaluation as it remained implanted. The customer commented that the warning label in the foil pouch was hard to notice.